Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. A review of service history for the architect i2000sr instrument serial number (B)(4) revealed no additional erratic or discrepant patient results reported, nor did it identify any contributing factors to the current complaint. Review of tracking and trending for the architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue for this analyzer. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr instrument serial number (B)(4) was identified.

Event description:
The customer generated falsely depressed architect tsh results for one patient. The following information was provided: (B)(6) initial result 0.9 miu/ml, repeated 88 miu/ml no impact to patient management was reported.